Event description:
Patient on crrt, yellow effluent line tip broken off in the effluent bag. The luer lock mechanism that connects the effluent line to the effluent bag broken off completely. Unable to fix without taking down circuit and putting up new circuit. Prior to breakage the nurse had to use clamps to loosen connection of luer lock to bag, though this clamp usage was 2 bag changes prior to when the device broken.